Manufacturer narrative:
(B)(4). Despite multiple attempts, no further information concerning this event was made from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this patient's battery longevity was noticed to have decreased drastically from fourteen years to ten and a half years in a time period of approximately six months. The atrial burden percentage had observed to have increased to 30 percent due to atrial fibrillation (af) since the last follow-up, but no other major programming changes were noted. Data analysis of the device, which was reviewed by engineering, confirmed that given the elevated power as a result of the persistent atrial rate/af, the device is operating as expected and the longevity estimate is normal. No further changes to the device were made and it continues to remain implanted and in service. No adverse patient effects were reported.